Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation we surmised that the phenomenon ¿no image¿ occurred because signal communication was not performed properly due to faulty serial digital interface connector. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition liquid crystal display monitor connector is broken and there is no image. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.